Manufacturer narrative:
Correction/removal report number= 3002809144-10/31/19-010-r. A product recall letter will be issued to those who have received the bulk solution level sensor (ln 04s68-03). The letter instructs the customers to discard of the part and if it has been installed on the alinity system, to replace with a level sensor 04s68-02 before producing further tests.

Event description:
The customer reported that they had received the bulk solution level sensors, ln 04s68-03 and therefore replaced the 04s68-02 level sensors. When running the alinity analyzer, the quality control came out and generated the following results for the following assays: tsh <0.01/<0.01/0.012 , fsh 0/31.22, lh 22.48/48.57, prog 57.76, ft4 26.44. The customer resolved the issue by replacing the 04s68 -03 with the 04s68-02 level sensors and the quality control passed. There was no reported impact to patient management.